Event description:
The event occurred on an unknown date involving a spinning spiros® closed male luer, red cap where it was reported that the customer had five (5) spiros disconnect from primary tubing since september. There was unknown patient involvement and unknown human harm. This is the first of five events. No additional information was provided.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.